Event description:
A lead extraction procedure commenced to remove three leads: an active/ malfunctioning rv and ra lead, along with a redundant rv lead. The active/malfunctioning rv and ra leads were successfully extracted. During the extraction of the redundant rv lead, a significant pericardial effusion and drop in bp was noticed. Rescue efforts began immediately, including pericardiocentesis and sternotomy. An injury was identified at the right atrium (ra)/inferior vena cava (ivc) junction. This injury was successfully repaired. However, while surgeon was closing the sternum, another significant drop in bp was noticed. Further investigation revealed a tear in the superior vena cava (svc), and rescue efforts resumed. Due to extreme blood loss, the rescue was abandoned and the patient did not survive.